Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 470 mg/dl. The customer stated that she bolused 13 units and had hardly eaten anything. However, the customer's blood glucose kept rising. Troubleshooting was done. The customer expressed that he could hardly walk and was dehydrated due to his high blood glucose. Advised customer to perform a manual prime, and the customer stated that insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was not occluded. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.